Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not returned.

Event description:
Halyard received a single report that initially referenced three different incidences, however, per additional information received a fourth incident was also reported this report represents that fourth alleged event. The initial three reports were previously reported on 26 july 2016. Refer to 8030647-2016-00149 for the first report. Refer to 8030647-2016-00150 for the second report. Refer to 8030647-2016-00151 for the third report. It was reported that the inner cannula dislodged from the trach upon turning of the patient circuit. The suction catheter does not seem to be swiveling. There was no impact to the patient and no medical intervention was required. No further information has been provided.